Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 19-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient had an unrelated back surgery 3 weeks prior to (B)(6) 2018, and during the procedure the doctor cut the catheter. It was reported that the catheter was disconnected from the pump and it was reported the patient was doing well. The patient stated they would like their pump removed. It was reported that the drug would be removed from the pump and the pump programmed to minimum rate. The patient would be sent to a surgeon to have the pump removed. No symptoms were reported. No further complications were anticipated/reported.